Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited undersensing and that capture management did not accurately determine capture threshold following implant. The auto capture management feature had resolved on its own by the next day. The ipg remains in use. No patient complications have been reported as a result of this event.